Manufacturer narrative:
Product analysis as found condition (condition of returned device): a pipeline flex embolization device, a marksman catheter and a phenom-27 catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no device malfunction was reported with the phenom catheter. In addition, the model and lot numbers were not reported; therefore, any contributing factors could not be assessed. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched and ptfe was found to be pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be damaged. The pipeline braid was not returned. (Pli-20) upon visual inspection, no damages were found with the marksman hub or distal tip. The marksman catheter catheter body was found to be kinked at ~9.9cm and kinked at ~4.5cm from distal tip. The marksman total length was measured to be 159.4cm. The marksman useable length was measured to be 151.6cm. No other anomalies were observed. (Pli-30) no device malfunction was reported with the phenom catheter. No damages were found with the phenom hub. The phenom total length was measured to be ~168.2cm. The phenom useable length was measured to be ~151.6cm. The marksman catheter body was found to be accordioned at ~11.1cm for ~4.0cm from distal tip. No damages were found with the distal tip. Testing/analysis (including sem reports): the marksman catheter was flushed, and water exited the distal tip without issue. The marksman catheter was tested with an in-house mandrel. The in-house mandrel was inserted into the marksman hub and subsequently through the catheter body; however, met resistance at catheter body kink. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as the braid was not returned. It is possible the failure to open is the result of vessel tortuosity. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. The cause of the damage could not be determined. It is possible the damages occurred when the customer attempted to advance/retrieve the pipeline flex through the marksman catheter against resistance. It is likely the damages (kinked) found with the marksman catheter body contributed to the reported resistance. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and the marksman catheter had resistance distally. The patient was undergoing surgery for treatment of a saccular, unruptured, right-sided aneurysm with a max diameter of 10 mm and a 4.1 mm neck diameter. The landing zone was 4.89 mm distally and 5.1 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 2 mm diameter. Dual antiplatelet treatment was administered. It was reported that the marksman catheter tip end couldn't be opened during the pipeline delivery, and the resistance was high in the distal section. The pipeline was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than 2 times. It was removed from the patient and removed and resheathed with the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a marksman catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.